Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A distributor performed a checkout of the equipment and was not able to confirm the reported complaint, however the on/standby switch was discovered to be faulty. The on/standby switch was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit would spontaneously restart during a case. There was no report of patient injury.